Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n117151007, implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 at 1800) via an implantable infusion pump. It was reported that the patient complained of increased spasms and was sent to a catheter dye study. The catheter was able to be successfully aspirated but a small break was seen distal to the catheter/pump connector. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. Surgery was planned but not yet scheduled. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.